Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 22-jun-2023. H6: investigation summary: a complaint of needless connector breaking in half, during use was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had two broken maxzeros. One had damage on the tip and the other had cracks throughout the component. A device history record review for model#: mz1000-07, lot number#: 23025309 was performed. There were no quality notifications issued for the failure mode reported by the customer, during the production build of this set. It was determined, that the root cause of this damage is due, to use of alcohol on the component.

Event description:
It was reported, that during use with bd maxzero¿ needleless connector . The connector broke in half, during infusion. Patient impact has not yet been obtained. The following information was provided by the initial reporter: needless connector broke in half, during infusion on a patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter state: address information was not able to be obtained, therefore, in was used as a place holder based off user facility. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxzero¿ needleless connector the connector broke in half during infusion. Patient impact has not yet been obtained. The following information was provided by the initial reporter: needless connector broke in half during infusion on a patient